Event description:
It was noted that during f/u some artefacts were noted. Suspected lead damage was observed in the rv iegm of the ICD. Lead was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. All electrical measurements performed on the lead found to be normal. Analysis did not reveal any other anomalies on the lead body.